Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a recanalization procedure using the chronic total occlusion crosser catheter. When opened, the catheter tip was allegedly slightly deformed, but it was used. During the procedure, the tip was detached immediately. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received for evaluation. Upon visual evaluation, no anomalies noted to the transducer handle and saline hub. Marker band was present without damage. Material separation and deformation were noted at the distal end of the catheter. Distal end of the catheter seems to be jagged. No functional evaluation required for material separation. Therefore, the investigation is confirmed for the reported material deformation and material separation as the distal end of the catheter noted to be separated and jagged. Although user made the error by using damaged device, the investigation is inconclusive for the reported incorrect procedure as the conditions of use cannot be recreated. However, a definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, g2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser catheter. When opened, the catheter tip was allegedly slightly deformed, but it was used. During the procedure, the tip was detached immediately but the tip was still connected to the core wire. The procedure was completed using another device. There was no reported patient injury.